Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet bionic pancreas after the user showered, resulting in intermittent communication and cgm offline alerts. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation revealed an interoperability problem consistent with intermittent communication failure involving the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.